Manufacturer narrative:
N/a.

Event description:
The following has been reported: warranty claim: device encountered a cpu error and affected part has been replaced. Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.

Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device log was not provided; therefore, no review could be performed. The reported device and the defective spare part were not returned to our laboratory for analysis. As a result, no investigation could be conducted, and the reported event could not be reproduced or confirmed by our laboratory. According to the provided information, device encountered a cpu error during our pre-delivery inspection (pdi) process and was unable to connect to partner to provide additional documentation. Affected part has been replaced. The failed part already sent for recycling/destruction. Further as the cpu failed during initial testing no qc or partner certificate was available. Based on all these information and the fact that the device was not returned, the root cause of the reported issue was probably linked to a defective cpu board (not returned). However, the complaint has been registered for statistical monitoring. If further information is provided later on we will re-open the complaint and pursue the investigation. To our knowledge this complaint is not being related to patient safety this complaint is considered as: not investigated. The trend is: normal.